Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced a syncopal episode. Upon interrogation of the patient's device several episodes of noise were observed in stored electrograms (egms) but the noise could not be reproduced in clinic. It was also noted that there were no abnormal measurements observed. The device was reprogrammed with increased rv sensitivity. No additional adverse patient effects were reported. This system remains in service.

Event description:
Information was later received indicating episodes of noise continue to be observed stored to the device. During pocket manipulation in-clinic the electrogram (egm) baseline was observed to vary and no markers were noted. Sensitivity was reprogrammed and the patient will continue with routine follow-up.